Event description:
Reporter alleged obtaining discrepant blood glucose results of 475 mg/dl back to back with a result of 140 mg/dl when testing was performed on the advantage system. Customer stated readings had been higher lately however he was not experiencing any hyperglycemic symptoms. No actions were taken or treatment received reportedly. A request was made for the return of the suspect and replacement product was sent.